Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/03/2016. One used ls3112 ligasure device was received for evaluation, and the reported issue of difficult activation was not confirmed. Testing of the device found it was recognized by the generator and there were no issues with the cord dot-recognition fixture. Sealing was performed multiple times, and all seal cycles were completed satisfactorily with end tones. However, an alternate and non-contributing issue was identified. Visual inspection found one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that during a procedure, the device would not activate when the hand switch was used. The device was in use with a forcetriad generator, and the same issue occurred with other devices that were tested. No patient injury occurred. Examination of the received sample on october 31, 2016 found that a snap pin is missing. The customer reported that no part of the device fell within the patient cavity.